Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported at this time. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 02/22/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that she has made recent changes in her diet, but not her exercise regimen or medication. The customer stated that she is testing once a day (fasting) and is not taking any medication for her diabetes. The customer stated that she is controlling her diabetes with exercise and diet.